Manufacturer narrative:
Additional information was received that the physician believed that the leads could have been too high and possibly causing the headaches. The physician was not sure if that was 100% of the reason for the headaches but it could have been part of it. The patient underwent a revision procedure wherein the physician pulled down the leads and added new ipg, two extensions, and two leads to help with the headaches.

Event description:
A report was received that the patient was experiencing headaches when the stimulation was turned on. The physician believed that the headache was caused by the stimulator. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing headaches when the stimulation was turned on. The physician believed that the headache was caused by the stimulator. The patient will undergo a revision procedure.